Event description:
It was reported that the polyurethane on the recovery cone partially detached. Reportedly, during a scheduled vena cava filter retrieval, the physician used excessive force when retrieving the filter and the polyurethane got torn. The entire system and the membrane were removed from the pt without difficulty. There was no report of injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device has been returned for evaluation and the investigation is currently underway.